Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of three used samples received were without their original packaging, certificate of safe handling and their obturator. Visual inspection was performed at twelve inches under normal lighting. During the inspection, no discrepancies were found. Customer?s reported issue was not confirmed. Samples received were inflated with air using a five ml syringe, after that the cuff was gently manipulated. Each cuff was inflated without abnormalities. It was demonstrated that the cuffs were symmetrical, and no leaks was detected. The root cause of the reported issue was not determined. No root cause can be determined as complaint was not confirmed. Actions taken to mitigate the reported: no corrective actions required since the complaint was not confirmed.

Event description:
It was reported that the balloons were not inflating with saline.